Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported the patient initially that their "7745" was not taking a charge anymore; when asked clarifying questions and determined that patient's implant (ins) was no longer holding a charge. They said they will charge up the ins and then the charge will start to go down in a few minutes. They said it can take them 2-3 hours to charge. The patient said that they used to charge for 30 minutes and be good for a week, but now overnight it will go dead. They said their doctor mentioned making changes to the programming, as the patient has had about the same settings since implant. The patient reviewed battery levels on the call: controller 80% and ins at 50%. They had rtm over implant and reported seeing good recharge quality; they moved the rtmaround and reported seeing excellent. There was no apparent damage to the rtm cord or paddle and it does not get hot while recharging. The issue was not resolved. An email was sent to the repair department to replace the rtm. They were directed to monitor charging after receiving rtm and if issue persists, contact hcp for follow-up.